Manufacturer narrative:
The ft4 reagent lot number and expiration date were not provided. The measuring cells were replaced and the customer has had no further issues. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant high result for 1 patient sample tested for elecsys ft4 (ft4) on a cobas e 801 analytical unit. The initial result was greater than 100 pmol/l. The repeat result was 19.9 pmol/l. The questionable result was not reported outside of the laboratory.

Manufacturer narrative:
The customer had no further issues after the field service engineer (fse) replaced the measuring cells. The investigation determined the pinch valves on the measuring cell were likely the root cause of the event. As the pinch valves are no longer available for investigation, the specific cause of the event could not be determined. The service actions resolved the issue.